Event description:
It was reported by the customer that the device was displaying a service wrench icon. There were no reports of pt use associated with the reported failure. Upon initial eval of the device it was observed that the device had an error code logged in memory multiple times, indicating a potentially critical failure that could inhibit the device from appropriately delivering defibrillation therapy.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the main pcb would not operate properly and it would not deliver therapy. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was that an integrated circuit, designator u17, was not functional and would not allow the pcb to continue through its boot cycle.